Event description:
A patient contact for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that the patient was diagnosed with a yeast infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain, cloudy peritoneal effluent fluid, and drain complications on (B)(6) 2022. While being evaluated in the ER, the patient¿s pd catheter (not a fresenius product) was found to be clogged with yeast, and the patient was diagnosed with a peritoneal fungal infection (specific organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent several hd treatments between (B)(6) 2022 through (B)(6) 2022 and tolerated the transition well. The patient was discharged on (B)(6) 2022 and will begin outpatient hd therapy today. The patient is recovering from the events, and causality was attributed to a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.

Event description:
A patient contact for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that the patient was diagnosed with a yeast infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain, cloudy peritoneal effluent fluid, and drain complications on (B)(6)2022. While being evaluated in the ER, the patient¿s pd catheter (not a fresenius product) was found to be clogged with yeast, and the patient was diagnosed with a peritoneal fungal infection (specific organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent several hd treatments between (B)(6) 2022 and tolerated the transition well. The patient was discharged on (B)(6) 2022 and will begin outpatient hd therapy today. The patient is recovering from the events, and causality was attributed to a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.